Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service inspected the instrument and observed crystals near the sample pipetting area. The area was cleaned, and the issue was resolved. An instrument service history review revealed one additional service ticket reported for (B)(4). There were no additional complaint tickets initiated for erratic results on or around the date this complaint was initiated. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 482.67 miu/ml was generated for patient sample ID (B)(6) on (B)(6) 2021. The patient was a (B)(6) year old female diagnosed with amenorrhea. After the result was issued, the clinical physician questioned the result. The customer retested the sample on (B)(6) 2021 (sid (B)(6)) and the result was negative at 2.67 miu/ml which matched the patient's clinical history. No adverse impact to patient management was reported. When inspecting the instrument, a large amount of serum crystals was found near the sample pipetting opening. It is suspected that serum crystals fell into the pipetting opening when the sample was being added which contaminated the initial test sample resulting in the false elevation. The customer cleaned off the crystals near the pipetting opening.